Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller rung often in regards of a back-up battery issue. The perfusionist assumed it was related to a damaged pin at the back-up battery connector. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress in the power cables the reported event of the system controller ringing in regards to a backup battery issue was confirmed via visual analysis and testing of the system controller. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the system controller was functionally tested and a log file was downloaded. The downloaded log file from the returned controller contained data spanning approximately 44 days (29mar2022 ¿ 13may2022 per the timestamp). The log file captured intermittent atypical backup battery faults due to a backup battery circuit fault active throughout the log file when the white power lead was disconnected from external power. This is consistent with the crimp on the backup battery ribbon cable being loose, causing the controller to alarm. Additionally, the log file captured backup battery not installed alarms throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The controller was functionally tested and it was able to operate a mock loop for an extended period of time without issue. The reported event was confirmed when the controller had a backup battery fault active when the white power lead was disconnected from power. Additionally, the controller was disassembled for inspection of the internal components. It was observed that the backup battery ribbon cable had a loose crimped wire on pin 11 of the connector, causing one of the wires in the backup battery ribbon cable to become slightly disconnected from the connector and causing backup battery fault alarms when the white power lead was disconnected from power. The root cause of the reported event was determined to be a loose crimped wire on the backup battery ribbon cable, causing the controller to alarm; however, the root cause of how the crimped wire became loose could not be conclusively determined throughout this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped from abbott on 17oct2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 "system operations" explains how to properly install and uninstall the system controller backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Replacing the system controller resolved the alarms.